Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03511. Additional information received identified effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03511 the patient has 2 occipital (off-label) pns leads and 2 supra-orbital (off-label) pns leads. This issue is related to the right supra-orbital lead (unknown which of the 2 right supra-orbital leads) it was reported the patient was no longer receiving stimulation due to auto-reduction. Diagnostics revealed high impedance values for the right supra-orbital lead. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the lead was interrogated for impedance three times to be sure it was the suspected lead. Afterwards, the lead was explanted and replaced which resolved the impedance issue.

Manufacturer narrative:
Product was inadvertently reported as returned on follow-up 001; however, the device was returned on 10/27/2015 as documented in the initial report. The device evaluation has been added accordingly. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-03511.